Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's mother called to report a motor error alarm and blood glucose of 271 mg/dl. Troubleshooting was performed, and no damage to the drive support cap was noted. The mother stated that the unit was not exposed to high magnetic fields. Attempted to review the alarm history, but the mother stated that the screen is now frozen. The mother was unable to scroll up or down. The mother was not comfortable with this unit, and requested a replacement. Nothing further was reported.